Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h4, h6. It has been over x years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established and the foreign material could not be identified. The most likely cause for the reported event is the event can be detected/prevented by following the applicable chapters in the instructions for use: olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was dirt that did not fall off of the distal end of the scope. The issue was found during service. No harm reported.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was dirt that did not fall off of the distal end of the scope. The issue was found during service. No harm reported.